Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump was experiencing an intermittent power issue. Reportedly, there was no damage to the battery compartment or battery cap. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/02/2016 with the following findings: during investigation, a visual inspection of the pump showed a crack in the battery compartment. The battery cap threads were observed to be stripped and the cap was unable to attach securely to the pump. A test cap was able to attach to pump properly. The battery cap contact height and width measurements were found to be within specification. During testing, the pump was unable to power on. Further testing was not able to be conducted due to no power to pump. The pump cover was removed and moisture damage was found inside the pump case. Investigation revealed the pump had no power to due to the moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).